Manufacturer narrative:
Continued: e.1. Zip code: 44000 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, exposure and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported through regulatory agency "silicone leakage: intracapsular", "periprosthetic capsule: stage 3, the breast is hard and deformed" and "the prosthesis is exposed". This record is for the left side. The device was explanted.